Event description:
It was reported the patient loss therapy on (B)(6) 2022. It is unknown if the ipg depleted prematurely. Surgery may occur later to address the issue.

Event description:
Additional information received indicate surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.